Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper and lower cases were broken and contaminated, the battery release, battery drawer, main printed circuit board and the battery flex were contaminated, two side bail covers and the lead flex cover were broken, the battery contacts were compressed and contaminated and the liquid crystal display was contaminated and had segments missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.